Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) removal surgery due to unknown device issues. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available. Additional information received. The aus was explanted due to the patient experienced pain in his right testicle. The physician believes there was an infection, however, this was not confirmed. There were no adverse effects after the device was explanted.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. The ams800 occlusive cuff, was visually and microscopically inspected, and functionally tested. No leak was found. It performed within specifications. The ams800 pressure regulating balloon and control pump were both visually and microscopically inspected. A hole/perforation was found in the balloon shell. The balloon failed the leakage test as a result of the hole/perforation. The balloon and control pump were not functionally tested due to the confirmed shell leak. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) removal surgery due to unknown device issues. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available. Additional information received. The aus was explanted due to the patient experienced pain in his right testicle. The physician believes there was an infection, however, this was not confirmed. There were no adverse effects after the device was explanted.